Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms and the leadless implantable pulse generator (ipg) exhibited loss of atrioventricular synchrony at higher rates. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.